Event description:
Caller (customer's mother) reported the customer was hospitalized as a result of receiving low readings "in the range of 100 (mg/dl)" on the omnipod system when used with unspecified freestyle test strips. Caller further stated the customer was being treated with insulin based on said readings. Caller reported that on (B)(6), 2014, the customer experienced "vomiting uncontrollably" and self-presented to a local doctor where his blood glucose was tested and an unspecified high reading was obtained on the doctor's meter. Customer was advised to go directly to the emergency room and upon his arrival, he was diagnosed with hyperglycemia and had his blood glucose monitored. It is unknown what, if any, diabetes specific treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown. All pertinent information available to abbott diabetes care has been submitted.